Manufacturer narrative:
Per the clinic, the patient also was treated with IV antibiotics (specific date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient developed mrsa infection at the implant site, exposing the receiver/stimulator (specific date not reported). The patient also has pain at coil site and pus discharge from the skin at the anterior edge of receiver/stimulator area. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.